Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The reported resistance with the guide wire was not confirmed. The soft tip was separated and not returned. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly calcified and tortuous, de novo, mid left anterior descending (lad) artery the 2.75 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced, but met resistance with the hi-torque balance middleweight universal ii guide wire. The nc trek bdc was removed without reported issue; a second 2.75 x 15 mm nc trek bdc was used with the same guide wire successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the soft tip was separated/detached and not returned. The site was unsure if the soft tip separation occurred during the procedure or during repacking for return, but are certain the tip is not in the patient.